Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 : device not returned for evaluation.

Event description:
It was reported by the customer "placement of the midline catheter for which the mandrel (usually already in place in the catheter with a three-way connector and a "swollen" proximal end) is absent - many changes of brands and models due to supply difficulties. The catheter is inserted using the classic technique through a peelable introducer. The catheter was rinsed. The next day, injection difficulties persisted after rinsing. At d2 or d3 the catheter was removed: discovery of a mandrel inside the catheter, being expelled by the distal end. Significant risk of intravascular metallic foreign body. Current patient status: no consequences except for loss of venous line. Actions taken in the health care institution for the management of the patient: withdrawal of the medical device, observation of the defect. No particular measure.